Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine outflow was observed after the catheter placement. The catheter was replaced, and urine outflow was confirmed. The catheter was inserted into the patient after surgery, then the patient was transferred to a ward. The user noticed this event at the ward.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed. No visual defects were noted on the returned catheter. Per the functional evaluation, the balloon was inflated with 10cc of water and was administered to the flow rate testing. While inflated, the flow rate was 140ml/min, 138ml/min and 137ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that no urine outflow was observed after the catheter placement. The catheter was replaced, and urine outflow was confirmed. The catheter was inserted into the patient after surgery, then the patient was transferred to a ward. The user noticed this event at the ward.